Event description:
It was reported that when the gastrostomy tube was removed from the pt, the operator realized that the balloon was split and spilling a "dirty liquid" instead of saline solution. This liquid was from the gastric nutrition. It was also reported that the gastrostomy tube balloon had a tear in it.

Manufacturer narrative:
.